Event description:
The micro drill was tested during routine servicing. Upon evaluation it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Although the technician's complaint of bias current error could not be duplicated at the manufacturer, wide spread corrosion was found including on the motor coils.